Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d) system, high out of range pacing impedance measurements were observed on the left ventricular channel. This lead was reinserted, but the measurements were just as high. Once the right ventricular lead was added the impedance measurements went to normal. The system was successfully implanted and no changes have been performed. This lead remains in service. No further adverse patient effects were reported.